Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appears to be intact with no lifting or peeling observed, the up keypad button is intermittently responding and requires excessive force to activate, it was observed that the contrast keypad button was unresponsive to user inputs, both the down and ok keypad buttons are responsive, it was observed that the up and contrast key contacts were inverted, the down and ok key contacts became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination under the all key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The up arrow keypad button intermittently responding when pressed. It was reported that the buttons spring and click normally and that the keypad is still intact. There was no adverse event associated with this complaint.